Manufacturer narrative:
The report of a mid09 (air trap assembly) error message was confirmed based on the additional information received from the manufacturer's service manager on 02 aug 2017 stating that the customer inspected the thermogard console (sn tgxp(B)(4)) and cleaned the air trap block. After cleaning the air trap block, the console was tested and passed testing without any issue observed. Based on the manufacturer's review of similar complaints, this observation is related to a mid09 error message. The thermogard console is a reusable device and was manufactured on 22 jun 2012. It has exceeded its expected service life of five years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number tgxp(B)(4).

Event description:
It was reported that the thermogard console (sn tgxp(B)(4)) displayed a mid09 (air trap assembly) error message during setup. The customer was unable to clear the error message. Another console was used for the patient's ivtm therapy. No known impact or patient consequence was reported. No further information was provided.